Event description:
Pt was implanted 2 column distal radius plate construct on (B)(6) 2011. During a follow-up visit, the surgeon found that the pt has a ruptured fpl tendon in the affected arm. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Surgeon revised the pt to bridge graft tendon. This is 8 of 10 reports for the same event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.